Event description:
Per facility the inside molded edges of the rails are sharp. Resident was injured - cut her elbow, skin tear, on the rail molded surface. No stitches needed. Facility demanding that all rails be changed. Emsar will be going to facility and replacing 10 sets of rails for this customer. MFR will evaluate and smooth all of the rails before shipping. MFR will contact vendor of rails to see if they can smooth edges out during the molding process.